Event description:
The baby was thought to be in an occiput posterior presentation. The bladder was emptied and an attempt at rotation was made, which was unsuccessful. Again the variable decelerations and tachycardia persisted, so after obtaining consent the vacuum was applied. Because of the caput and because of the already low station, the vacuum actually popped off quite a bit and after three attempts this was abandoned. The baby did deliver from an occiput posterior presentation. The infant was determined at that time to have a subgaleal hemorrhage.